Event description:
It was discovered that this pacemaker system and remote communicator was in a valid radio frequency (rf) overuse condition. It was determined that this was due to noise and oversensing on the right ventricular channel cause the device to inappropriately detect ventricular tachycardia episodes. Reprograming of the device was advised. On-going monitoring of the rf status will be performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for evaluation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was discovered that this pacemaker system and remote communicator was in a valid radio frequency (rf) overuse condition. It was determined that this was due to noise and oversensing on the right ventricular channel cause the device to inappropriately detect ventricular tachycardia episodes. Reprograming of the device was advised. On-going monitoring of the rf status will be performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for evaluation.